Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a leak underneath access 2 immunoassay analyzer. The customer reported crystalization had steadily increased in size for approximately 3 weeks and there was now wetness involved. It is directly below the waste bag, which had been changed during this 3 weeks period. Bec customer technical support (cts) had the customer open/remove front covers and the customer reported the bottom of the instrument and instrument wiring is covered with crystalization and wetness was observed. Lines and fittings for fluidics tray, area between tray and instrument, wash tower, vacuum jar, precision valve/pump, wash valve/pump, supply line for wash buffer ii were inspected and all appeared fine. Bec cts advised the customer to stop using the instrument until service arrives to troubleshoot and not attempt to clean the inside of the instrument. The customer has a spill procedure/policy. Ppe's were used when the external crystals/wetness was cleaned up, and no injuries occurred. Qc had been passing and no test results were affected.

Manufacturer narrative:
Service was onsite on (B)(4) 2011. The field service engineer (fse) found a leaking wash station. The fse replaced the wash station o-rings and verified system performance to published specifications. Hardware is the root cause for this event. (B)(4).